Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information noted, a supplemental medwatch will be submitted. Visual evaluation: visual analysis of the photographs identified: flat creases. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.